Manufacturer narrative:
Implanted date: unknown date in 2001. At this time, the complainant parts are with the hospital pharmacist. They are expected for return, but have yet to be received. 510k is not applicable for this part ¿ pre-amend. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the body screws are always present in the fifth (5th) metacarpal of the right hand. Broken screw threads remain in the patient as the surgeon did not deem them an injury risk. There was a possible surgical delay of an unknown amount of time that did not exceed a few minutes. The entire procedure was completed on (B)(6) 2014 within nineteen (19) minutes.

Manufacturer narrative:
(B)(4): our investigation shows that the plate is broken off at the third hole. Various mechanical damages could be observed on the plate surface. The manufacturing review could not be performed as no lot number is available. It is likely that too strong mechanical loadings, during the explantation procedure, caused the breakage. Conclusion summary: based on the provided clinical information, the plate was inside the patient for several years. Postoperative activities of the patient could have had an influence to an initial material fatigue. Also, we suppose that bony growth and residues between the plate and the screws may also have played a certain role. Due to these occurrences, the plate could only be explanted with an enormous application of force, which finally led to the complained issue. Because of the damage, the device¿s relevant dimensions cannot be checked for dimensional accuracy against the valid manufacturing specifications we are not able to determine the exact cause of this occurrence as no detailed clinical information is available. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: an unknown plate and unknown quantity of screws were removed from a patient. It was reported that the plate was broken and that the screws were broken at the screw heads intraoperatively. An unknown quantity of screw shafts were left in the patient¿s bone. This report is for an unknown plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.